Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-01325. It was reported that the catheter broke. Two angiojet® solent¿ omni were attempted for use in a thrombectomy procedure. He catheters were breaking and leaking during the priming phase outside the patient during preparation. The procedure was not completed due to this event. There were no patient complications.